Manufacturer narrative:
Conclusion: no additional adverse patient effects or product performance issues were reported. No product was returned for analysis so unable to determine root cause for the issue. There were no patient adverse effects. Medtronic will continue to monitor for future events. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Literature details title: combination of the heartstring proximal seal system with a blower mister: a possible source of gas emboli authors: georg nollert, martin oberhoffer, bruno reichart, and calin vicol journal: the journal of thoracic and cardiovascular surgery, volume 126, number 4, 2003 doi: 10.1016/s0022-5223(03)00800-6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding performing proximal bypass anastomoses without the necessity of side clamping. Because of bleeding during the performance of the proximal anastomoses with a single patient, the operative field was cleared with a medtronic blower mister. Postoperatively the patient was hemodynamically stable without inotropic support. As the patient did not wake up a cerebral computed tomography (CT) scan was performed immediately followed by a second CT of the brain, thorax, and abdomen 11 hours later. It revealed a new hypodense right frontal area (2 x 2 cm large) in the region of the anterior cerebral artery and multiple spleen infarctions. The physician did no know whether the patient impact was related to the use of the blower mister, because other mechanisms like cross-clamping or cannulation of the ascending aorta bear a stroke risk of more than 8% in octogenarians and may have been the cause for emboli. However, the possibility of such a mechanism was proven in an animal experiment. No additional adverse patient effects or product performance issues were reported.